Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified right lung. A 7.0 mm x 20 mm x 80 cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second or third inflation at 12 to 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified right lung. A 7.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second or third inflation at 12 to 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: below 18 years old.